Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 7.5 mmol/l. No significant events leading to the alarm were observed. The caller stated that the insulin pump sounded funny towards the end of the rewind process, observing that it sounded as though it wanted to keep rewinding even though it had reached the end. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and the motor passed the motor test. No unexpected noise during rewind noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin has cracked case at the display window corner, broken belt clip slot and minor scratched display window.